Manufacturer narrative:
The field service engineer evaluated the device and was unable to confirm the reported problem. The battery was tested with no problem found. There were no parts replaced. The customer was advised to keep the device plugged into ac power when not in use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow-p report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty internal battery. No patient involvement reported.